Manufacturer narrative:
The reported clinical observation could not be confirmed as the valve was not returned. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) female had a 28mm mitral annuloplasty ring, implanted approximately three (3) months, was explanted due to thrombosis. This device was originally implanted to treat mitral regurgitation and heart failure. There were no reported complications during surgery. After an implant duration of approximately two (2) months, the patient experienced amaurosis fugax in the right eye, a symptom of a brain infarction, for a few minutes. On transesophageal echocardiography (tee), a movable structural object was detected on the mitral valve. The patient was treated with heparin, aspirin, and warfarin. Despite these treatments, the size of the attachment on the valve increased. No fevers or inflammatory reactions were detected. Several blood cultures were drawn and were all negative. The annuloplasty ring was explanted at approximately three (3) months and replaced with a medtronic mosaic valve. Pathology showed that there was no destruction of the valve structure. There was no evidence of infective endocarditis . Pathological test results for the valvulectomy margin showed neutrophil, eosinophil, lymphocyte, inflammatory cell infiltrate fibrin clot and necrotic tissue such as phagocyte. The growth of granulation tissue at the base and around the suture area. Attachment on the mitral ring showed thrombus, granulation tissue and necrotic tissue with the fibrillary connective tissue. There were no valve destruction nor bacteria detected and infection was not indicated clinically. The patient was treated with antimicrobials for one month. The patient was discharged and had a repeat tee approximately five (5) months later. Recurrence of the attachment on the mitral valve was observed and the patient underwent dc cardioversion for atrial tachycardia. The patient was screened for cancer, congenital coagulation defects, and connective tissue disease and all results were negative. The patient was again treated with heparin and warfarin and the size decreased temporarily. The patient continued with warfarin and aspirin and the size increased. Dabigatran was given with variable combinations of heparin, aspirin, and warfarin but the size continued to increase. At the time of reporting, rivaroxaban was being administered. The patient status was reported as "under treatment" in a general ward at the hospital. The device will not be returned for evaluation as it was discarded. The customer commented that this explant was not device related. It was confirmed that the patient had no known allergies and a patch test was done of the ring and the valve and no problems were observed.

Manufacturer narrative:
In explant date (B)(6) 2016 was selected; however, the actual explant date is unknown.